Event description:
The customer received questionable results on total (free + complexed) prostate-specific antigen (tpsa) for one patient sample. All results are in ng/ml. The original result, run on (B)(6) 2012 was 0.028, which was converted to <0.1 by the customer's lis. The <0.1 result was reported outside of the laboratory, and was questioned by the physician. The repeat result was generated on analytical e module serial number (B)(4) was 6.77. A corrected report with a value of 6.8 was sent to the floor and to the physician. The original tube was repeated on another analyzer serial number (B)(4) and generated a result of 6.74. The original tube was then poured over into an aliquot tube and generated a result of 6.93 on analyzer serial number (B)(4). The repeat results were considered to be the correct results. There was no adverse event. The tpsa reagent lot in use was 16676201, with an expiration date of 05/31/2013. The field service representative was unable to find a cause. He replaced the pinch tubing, mixing paddle and checked the mechanical adjustments. He performed precision testing, which passed manufacturer's specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. The issue was not reproducible. The data provided by the customer was evaluated. Calibration and quality control data were reviewed. There is no evidence of any issue with the reagent calibration or system.